Event description:
It was reported that the device had a faulty cuff. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10, g1, h3, h6: updated one device was returned for investigation in used conditions without the original packaging. Visual inspection did not detect any condition on the surface of the cuff or in the inflation system. Leak test was performed and the sample was inflated with the use of a syringe, then the sample was submerged under water and no leaks were identified in the cuff or inflation system. The reported condition was not confirmed, because the cuff is able to inflate and deflate completely, and no leaks were detected. After analysis of the sample, the root cause could not be determined. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.